Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2024 participant in for midpoint md appointment and reports that he is having urinary urgency and lethargy. He suspects a uti and will be going to drop off a urine at his urologist (B)(6) 2024. Culture collected at urologist confirms uti and prescribed levaquin for 5 days. Will reschedule uds for a later date for uti to resolve. Checked in with participant to follow up with how his symptoms are doing. He says they are resolving after starting levaquin on saturday (B)(6). He will complete the 5-day treatment on (B)(6) and the uds will be scheduled for later this week.